Event description:
Customer called lfs on 07/2002 alleging their ot basic meter was missing segments. This issue was unresolved with troubleshooting. Pt stated the middle digit of their results on the dispplay were not appearing properly. Pt did visit their physician due to symptoms of weak and lightheaded. Their physician's meter read in the 600 mg/dl range. Md increased their oral diabetes medication. Meter has been replaced.